Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient admitted in the hospital for unrelated reasons, a pause in the telemetry was observed. Upon interrogation, it was determined that the pause in telemetry is due to low amplitude noise oversensing on right ventricular lead. The noise was not reproducible with isometrics. The recommended programming changes were made. The patient was stable and will be continued to be monitored.